Manufacturer narrative:
The device has not been returned to ventec for an evaluation. It is not known if the customer will return the device. Ventec will submit a follow-up report as defined by 21 cfr 803.56, if additional information becomes available.

Event description:
It was reported to ventec, that a users device is alarming for low fio2 (fraction of inspired oxygen) readings. There was no patient involvement.